Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient¿s implantable neurostimulator had been overdischarged three times and they were hoping to explant the entire spinal cord stimulation (scs) system. The rep wanted to review whether there was a way to boot off the lead if they can¿t get it out but it was then reviewed that there weren¿t any boots that were designed to cap off leads themselves, only extensions or the extension lead connection. It was noted that the patient programmer (pp), the ins recharger (insr) or a clinician programmer could not communicate with the ins. The explant was scheduled for (B)(6) 2016 and it was noted that the rep was not able to reach the battery. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as peripheral neuropathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.